Event description:
It was reported, the patient stopped using/charging the scs ipg for significant amount of time (date of event unknown). As a result, the device became inoperable and was unable to establish communication with multiple external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.